Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: branch vessel occlusion or obstruction.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6), 2023 the patient underwent an endovascular treatment of a thoracic aortic aneurysm using gore® tag® conformable thoracic stent graft with active control system (ctag). Prior to the ctag placement, the deployment location was marked on the angiographic image. During the procedure, a ctag was placed at zone 2, and the primary deployment line was pulled. It was reported that a anesthesiologist touched around patient's neck to manually compress the common carotid artery, during which the semi-deployed ctag moved proximally from its marked location. The secondary deployment line was pulled at this location, resulting in full coverage of the left common carotid artery by the proximal end of the ctag. To rescue the blood flow, a gore® viabahn® vbx balloon expandable endoprosthesis was implanted to the left common carotid artery using a chimney technique. The flow was restored, and the patient tolerated the procedure.